Event description:
It was reported that the customer was treated by a doctor due to hyperglycemia. At lunch time on the day prior to the event, the insulin pump alarmed no delivery. The customer changed the infusion set. Before going to bed that night, the customer's blood glucose reading was 103 mg/dl. When the customer woke up in the morning, the blood glucose reading was 400 mg/dl. The customer uses quick-set infusion sets. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.